Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The issue was unable to be reproduced. It was noted that the lateral images that were dark had the same technique (kv/ma) as the ap images. The system was performing as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used for a sacroiliac and thoracolumbar procedure. It was reported that when the site went to take the lateral images for patient positioning for their 3d spin, the 2d images were very dark. It was noted that the site acquired a 3d spin, which was normal. It was unknown if the site had done gain calibrations. Additional information was received from the manufacturer representative. It was reported that no troubleshooting was performed at the time of the event to fix the image and resolve the issue. It was noted that the most likely cause of the issue was suspected to be due to the auto brightness being turned off, which caused the technique to stay the same for ap <(>&<)> lateral images. There was no impact to patient outcome and no delay to the procedure.